Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be programmed to the bipolar mode, would not accept programming commands, and exhibited a battery replacement indicator shortly after implant. The pocket was reopened and the ipg was explanted.